Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field.

Event description:
It was reported that a health care professional (hcp) identified a device malfunction. The insertable cardiac monitor (icm) will no longer transmit data, and the only corrective action is explant and reimplant. The hcp was advised to return the explanted device for analysis and informed that a letter of analysis can be requested if needed. The hcp plans to discuss next steps with the physician. No adverse patient effects were reported. This icm remains in service. Additional information received indicates that technical services identified an internal malfunction and recommended device replacement. The representative confirmed the change-out has already been completed, likely on the day of the initial call, and patient records can verify this. The original icm remains with the hospital and will be returned at their discretion. No adverse effects were reported.